Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and feedback from the field. It was later provided that the device was reprocessed, but not adequately, as they do not regularly use maj-1888 for forceps elevator cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to the user understanding differing from olympus recommendation in device handling and/or reprocessing steps. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) section which state: operation manual_ preparation and inspection_ inspection of the endoscope inspect the forceps elevator and the area which can be visually accessible in elevator recess, while raising and lowering the forceps elevator to confirm that there is not any foreign materials, such as debris and fluids, but not limited to. If any foreign materials are observed, stop using the endoscope and take necessary measures according to section 6.2, ¿inspection before each patient procedure¿ on page 74 the event can be prevented by following the instructions for use (IFU) section: reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories)_ brush the forceps elevator olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to wear of the angle wire. In addition to the forceps elevator having foreign material due to insufficient cleaning, additional findings were as follows: plastic distal end cover was deformed; adhesive on bending section cover was detached; image guide protector had a scratch; connecting tube had a scratch; suction connector had a scratch; light guide cover glass had a dent; scope connector cover unit had a scratch; and universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. E1: (B)(6)

Event description:
The customer reported to olympus that the evis exera ii duodenovideoscope angulation of the scope is low. The event occurred during maintenance. There was no patient harm associated with the event. The device was evaluated, and it was found that the forceps elevator had foreign material. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.